Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the patient became borderline hypotensive and required vasopressor support. The procedure was successfully completed and this device remains in service. No additional adverse patient effects were reported.